Event description:
An implantable pulse generator (ipg) was returned from an unknown source with no information. Information identified in the manufacturer's data base indicated the patient died approximately nine months post implant of the device system approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.